Event description:
Hcp reported via diagnostic testing right-side capsular contracture and "foci of signal alteration on the interior of implants inferring altered permeability (water-droplet)", "silicone-induced granuloma", and "gel-bleeding." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Gel bleed: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the device. Creases observed on the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted.' The event of granuloma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture baker IV.

Event description:
Hcp reported via diagnostic testing right-side capsular contracture and "foci of signal alteration on the interior of implants inferring altered permeability (water-droplet)", "silicone-induced granuloma", and "gel-bleeding." Device has been explanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Hcp reported via diagnostic testing right-side capsular contracture baker grade IV and "foci of signal alteration on the interior of implants inferring altered permeability (water-droplet)", "silicone-induced granuloma", and "gel-bleeding." Patient representative reported recall and "fatigue" (not device related), hardening and swelling, constant pain that radiated to arms, "significant reduction in vitality/sleeping" (not device related), and "breast scleroderma¿ (not device related). Device has been explanted.